Manufacturer narrative:
A product development investigation was performed for the subject device (ria tube assembly min 520mm length-sterile for 314.743), part number 314.746s, lot number 7870821. The subject device was not returned for evaluation. An evaluation was performed based only on the provide picture. A visual inspection of the provided picture, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition could be confirmed as a distal portion of the tube component of the tube assembly appears torn and is missing. A definitive root cause could not be determined based on the provided information. The part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. During use a drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The (ria) system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. (Reamer/irrigator/aspirator (ria). The provided picture shows the complaint device assembled with a reamer head and drive shaft as intended for use. No further discrepancies could be identified. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already damaged and was not returned for evaluation. A review of the current design drawing / manufactured revision for the top level assembly and the tube component was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues were observed that may have contributed to the complaint condition. The part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is not available for reporting. Additional device code used: hrx. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part # 314.746s; lot 7870821. Manufacturing location: (B)(4), packaged by: (B)(4). Manufacturing date: may 15, 2015, expiration date: apr 30, 2017. Part #: 314.746s, lot#: 7870821 (sterile) - ria tube assembly min 520mm length-sterile for 314.743. Quantity (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent implant procedure with competitor's left femoral nail and tibial nail to treat fractures of the femur and tibia. During the procedure, a portion of the white plastic tubing towards the end of the long reamer / irrigator / aspirator (ria) assembly broke off. The ria was used without issue for the femoral nail. However, after the surgeon completed reaming the tibia and withdrew the ria, he noticed that a small portion of the tubing assembly had broken off and was missing. The site of the bone was irrigated profusely. Additional x-rays were taken. The plastic piece was not found. There was an approximate 30 minute surgical delay. The procedure was successfully completed and patient outcome was stable. This complaint involves one (1) device. This report is for one (1) ria tube assembly. This is report 1 of 1 for (B)(4).